Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9119702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: leak at the y-connector. The incriminated samples were recovered and quarantined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: leak at the y-connector. The incriminated samples were recovered and quarantined.